Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 43043fp00 did not identify any non-conformances or deviations. Customer field data was used to assess the performance of the alinity I ca 19-9xr assay using worldwide data. Review shows that the median patient result for lot 43043fp00 is comparable with other lots in the field confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 43043fp00 was identified. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-30 that has a similar product distributed in the us, list number 8p32-21 / 31

Event description:
The customer observed a false positive alinity I ca 19-9xr generated on the alinity I processing module for one sample. Initial result = 102.3 u/ml, repeat new sample result = 2.7 u/ml the patient last year tested negative on centaur 7.2 u/ml. No impact to patient management was reported.